Manufacturer narrative:
The DHR review for this lot indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan. The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During initial coil embolization within an anterior communicating aneurysm size 6.3mm x 5.2mm, the coil stretched. The coil was withdrawn into the prowler 14 microcatheter (mc) without difficulty. The coil and mc were removed as a unit from the patient's vessel. The mc was re-shaped using mandrel. Continuous flush was maintained within the mc. The procedure was successfully completed. There was no adverse consequence to the patient.